Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(4) was performed from 01/30/2015 to 09/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported an error code 356.6710 displaying on a 8110 device unit. There was no reported patient involvement.